Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested and functionally tested. The pump did not pass the deflation test. The ams700 ipp cylinder 1 was visually inspected, and leak tested. Cylinder 1 had a hole and a leak from tool/sharp instrument damage noted in the proximal of the cylinder body. The ams700 ipp cylinder 2 was visually inspected, and leak tested. There was no visual damages or abnormalities noted and no leaks found.

Event description:
It was reported that after the inflatable penile prosthesis (ipp) procedure, the patient was feeling uncomfortable, and the device was replaced with another of same device. There were no additional patient complications.

Event description:
It was reported that after the inflatable penile prosthesis (ipp) procedure, the patient was feeling uncomfortable, and the device was replaced with another of same device. There were no additional patient complications.